Event description:
Pt's port was causing discomfort over the past month. Upon port check evaluation, it was discovered that the port was leaking between the body and catheter. Mediport was removed and retained.